Manufacturer narrative:
Of the 27 allegations of a malfunction, 9 pumps were returned to animas and investigated. No malfunctions were found during investigation.

Event description:
This report summarizes <noe> 27</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 10 were male, 17 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of malfunctions found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/16/2016: of the 27 allegations of a malfunction, 9 pumps were returned to animas and investigated. No malfunctions were found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 27 malfunction events. A review of the events indicated that the one touch ping model pump experienced a inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-84 years of age and between 33 and 200 pounds. Of the reported patients, 10 were male, 17 were female, and 0 were unknown.